Event description:
Two days post stent implant, the pt developed acute myocardial infarction. Cag was conducted and thrombus was observed in the cyphers at the target lesion. To treat the thrombus, aspiration and poba was conducted. The target lesion was proximal to mid left anterior descending artery. The vessel was a de-novo, concentric, bifurcated and flexion lesion. Aha/acc classification of the vessel was type c. The lesion length was 40mm and vessel diameter was 2.5~3.5mm. The procedure was an elective case. Pre-dilatation was conducted with a balloon (2.5/20mm) at 8 atm for 20seconds. The 1st cypher (2.75/23mm) was implanted at 16 atm for 20seconds. The 2nd cypher (3.5/18mm) was implanted at 16atm for 20 seconds, proximal to the 1st cypher overlapping it. Post-dilatation was conducted with the sds at 16 atm for 10seconds. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured.

Manufacturer narrative:
This product is distributed outside of the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated MFR report number is 9616099-2008-0745. Add'l info will be submitted within 30 days of receipt.